Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a broken conductor wire. There were no reports of patient involvement or injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing but the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed and electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy 2 of 2 attempts. Components adjacent to the damaged wire insulation do not show damage.